Event description:
The patient reportedly has experienced a decrease in performance with intermittencies and sound quality issues. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.